Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed with a 2.0 u/hour basal rates; the insulin pump delivered all bolus programmed during testing and the basal profile. No basal or bolus delivery anomaly was noted. The insulin pump had minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump may have a no delivery but no alarm was received. Customer's blood glucose was unknown.